Event description:
The patient reported a skin closure issue as the receiver site would not stay closed. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2026. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, multiple tunneling attempts, and incorrect tools have been ruled out. Additionally, improperly closing the surgical site, improper surgical technique, and implanting the device off-label have been ruled out. However, the patient is a poor candidate due to a history of autoimmune issues. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 8 "peripheral nerve stimulators should not be used on patients who are poor surgical risks or patients with multiple illnesses, active general infections, or other potential surgical risks as identified by the clinician." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to age, weight, or mental capacity as the patient has a history of autoimmune issues. (User error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.